Manufacturer narrative:
The aware date from the initial report was corrected from 08/31/2016 to 08/30/2016. The aware date from follow up #1 was corrected from 08/30/2016 to 09/23/2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the peritonitis event. Concomitant medical products: homechoice, dianeal pd4 1.36%, dianeal pd4 2.27%, dianeal pd4 3.86%. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available. No additional information is available.